Event description:
It was reported that, "the pt had a revision tha to replace the cup, screws, insert and head due to a cup loosening (osteolysis)."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.